Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 316 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer also reported that the insulin pump had received software error detected alarm. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was advised to perform a self-test and the test was passed. Troubleshooting was performed for insulin pump error. The insulin pump will not be returned for analysis.